Event description:
Information rec'd indicates the left intermediate siderail is not latching.

Manufacturer narrative:
The technician found fluid in the siderail latch and on the latch pin. The technician cleaned and lubricated the latch and pin to repair the bed.